Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s parents and a medical assistant reported detached and retained sensor wires. The patient experienced redness, irritation, swelling, and pain at the abdominal site. The parents had removed the sensors due to discomfort and wondered if the sensor wire(s) had been retained. The primary care physician was not able to visualize the wires and referred the patient to an urgent care center. At the urgent care center an x-ray and ultrasound confirmed the presence of three ¿sensor materials.¿ the urgent care tried unsuccessfully to remove them but stated they were too far under her skin and close to bowel tissue. They therefore referred the patient to a children¿s hospital emergency room where she went on (B)(6) 2019. She underwent surgery under sedation/anesthesia for removal of the foreign objects. Retrieval was stated to be difficult and they were able to get two of the three pieces out. The mother stated that she cannot be sure but she thinks there may have been only two involved sensor wires rather than three as the x-ray showed two long pieces and one ¿super tiny piece¿ which she thinks may have originally broken off of one of the two removed longer pieces. When removing the previous four sensors, she had noted that two had no sensor wire visibly attached and two did. At the time of the follow-up contact with the patient¿s mother on (B)(6) 2019 the mother stated that the patient was doing well after having taken a day or two to recover from the surgery. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.